Event description:
Consultant reported a hardware removal took place on (B)(6) 2013. Patient was implanted approximately 1-1/2 years ago, presented to surgeon complaining of pain. Exam on unknown date revealed 3 of the 3.5mm locking screws in the proximal end of the locking compression plate (lcp) medial distal tibia plate were broken. Patient was returned to or on (B)(6) 2013 to remove hardware- the plate which was unbroken and intact, and the screws - 3 of which were broken. It is not known if any screw shaft fragments remain implanted. Patient was revised to subtalar fusion using headless compression screws. There was no extension of surgery time due to broken screws. Patient is reportedly recovering well. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date approximately 1.5 years before the event. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.